Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: appropriate term/code not available / results pending completion of investigation there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction events(s), where it was reported the devices experienced mattress is too soft; too much mattress immersion. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results). 1 device: pad/no findings available.

Event description:
No new information.